Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was jammed and did not function. It was determined that the device failed the visual inspection. It was further determined that the device failed pretest for general condition, check for mechanical free movement and check general function in running mode. It was noted in the service order that during a total knee replacement surgical procedure, it was discovered that while making the cuts using the sagittal saw attachment device and power module device, the battery from the power module stopped working even though it was fully charged. It was further reported that the battery was returned to charge for thirty-minutes and it worked for a while. However, the sagittal saw attachment device began to fail. It was reported that the primary cuts were made and ¿when it continued with the following cuts¿ the device stopped working. It was reported that there was an hour delay to the surgical procedure and a spare device was used to complete the surgery without any complications. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery device, power module device, (B)(6) 2022. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being frozen/would not move identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).